Manufacturer narrative:
Additional narrative: (B)(4). (B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device made a loud unusual noise, was vibrating, heating up and stopped running and also had a pin pushed backed in the connector. It was also observed that the driveshaft was broken causing the noise, vibration and heating up. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to component damage caused by use error which is consistent with excessive force being used and also normal use and servicing over time caused by a worn out male contact pin and connector . If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during testing, it was observed that the motor device had an undetermined malfunction. During in-house engineering evaluation, it was determined that the device made loud unusual noise, had vibration, heated up and stopped running. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.